Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited a decrease of the p-wave and high pacing thresholds. Additional information from the field representative indicates that the cause of the inadequate electrical measurements was not determined but it is suspected that the lead exhibited this behavior as it was a chronic lead. This lead was successfully replaced. No additional adverse patient effects.